Event description:
It was reported that this pacemaker system is not approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to these statements. No adverse patient effects were reported related to the off-label use. This pacemaker system remains in service.

Event description:
It was reported that this pacemaker system is approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to the statements mentioned. No adverse patient effects were reported related to the off-label use. Subsequently, a revision procedure was performed and the pacemaker was explanted and one part of one of the lead was surgically abandoned. No additional adverse patient effects were reported.